Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. The peritonitis manifested as abdominal pain and cloudy effluent. The patient was treated with vancomycin (dose and frequency unknown) intravenously (IV) and later discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13e02083, h13h28033, and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).